Event description:
The needle after removing would not flush normal saline through sheath. Removed from pt and noticed the tip looked like there was an extra piece on the end obstructing the flow of saline.